Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) male pt who received super poligrip original denture adhesive cream (B)(4) for 2 yrs for denture adhesion. A physician or other healthcare professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced anemia and device misuse by applying a complete strip of cream all the way around her dentures. This case was assessed as medically serious by gsk. Treatment with triple salt dental adhesive cream was discontinued. At the time of reporting, the events were unresolved. MFR's comment: super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).